Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable as the cable was damaged. Customer¿s blood glucose was 480 mg/dl.